Event description:
The baxter rep reported an infusion pump with a triple alarm found during service. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event. No additioal contact info was provided.